Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patients anchor site bulge after having a fall and causing significant pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.

Manufacturer narrative:
Product family: scs-linear fixation- upn: m365sc43180. Model: sc-4318. Batch: 34808545. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patients anchor site bulge after having a fall and causing significant pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.